Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a suspected lead fracture. It was noted the rv lead would be abandoned and replaced the following day. No patient complications have been reported as a result of this event.